Event description:
It was reported that the right atrial lead impedance decreased from approximately 250 ohms to less than 200 ohms in the bipolar configuration. An atrial capture threshold in bipolar could not be obtained. After changing the atrial polarity to unipolar, impedance was 219 ohms and the capture threshold was acceptable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.